Manufacturer narrative:
The insulin pump was receded with all buttons functioned properly however, found corroded keypad traces. No button error alarm noted. No battery out limit alarm noted. All operating currents are within specifications. The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 185 mg/dl. The customer stated button did not work and couldn't cleared the alarm. The customer stated that the device was not dropped or bumped and no extensive moisture or strong magnetic field. The customer was advised that the device would be replaced. The customer was advised to stick t backup plan till new pump arrive.